Event description:
It was reported that a malfunction alarm with code 12 occurred on the customer's pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue appeared again.